Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device gave low battery alarms. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device gave low battery alarms. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During testing, the low battery alarms were confirmed. The battery was replaced with a new one. Additionally, the battery cover was found to be broken, the dso sensor was faulty, and the lens was scratched. These parts were replaced with new ones. Performance verification tests were performed. All tests exceeded specifications.